Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a qdot micro¿ catheter and when checking the catheter between lesion sets, char was discovered between the distal electrodes m1 and m2. They replaced the catheter and the procedure continued without incident. No adverse patient consequence was reported. Additional information was received on 15-apr-2024. The physician considered that the char / coagulum was excessive. It was unknown if the physician considered the amount observed caused a potential risk to this patient. But char and coagulum generation during left sided ablations is typically considered an obvious concern. There were no errors noticed. The physician discovered. Not aware of any issues related to temperature and flow on the catheter. All parameters were set to factory default except irrigation bag size (250ml -> 1000ml). The patient was anticoagulated. Target at or above 350 act. It was unknown if it was maintained throughout the case as the caller was not monitoring them. The staff monitors the act and is very experienced in that practice. Normal saline bags were used. One liter with 1000u heparin added. The only other saline used would have come from anesthesia. Would like servicing on the generator. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation as far as the caller could tell. It was unknown if the duration of the ablation used was greater than 60 seconds, but typically not, as it is typically index guided. The event was originally considered non-reportable, however, biosense webster, inc. (Bwi) became aware of char/coagulum being excessive on 15-apr-2024. Therefore, the event was reassessed as reportable with an awareness date of 15-apr-2024. Photo analysis details: a picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, char was observed on electrode. A manufacturing record evaluation was performed for the finished device number lot 31252067l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Char is a physical phenomenon of radiofrequency (rf). It can be the usual result of the ablation process. The instructions for use contain the following: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained the customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause cannot be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a qdot micro¿ catheter and when checking the catheter between lesion sets, char was discovered between the distal electrodes m1 and m2. They replaced the catheter and the procedure continued without incident. No adverse patient consequence was reported. Additional information was received on 15-apr-2024. The physician considered that the char / coagulum was excessive. It was unknown if the physician considered the amount observed caused a potential risk to this patient. But char and coagulum generation during left sided ablations is typically considered an obvious concern. There were no errors noticed. The physician discovered. Not aware of any issues related to temperature and flow on the catheter. All parameters were set to factory default except irrigation bag size (250ml -> 1000ml). The patient was anticoagulated. Target at or above 350 act. It was unknown if it was maintained throughout the case as the caller was not monitoring them. The staff monitors the act and is very experienced in that practice. Normal saline bags were used. One liter with 1000u heparin added. The only other saline used would have come from anesthesia. Would like servicing on the generator. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation as far as the caller could tell. It was unknown if the duration of the ablation used was greater than 60 seconds, but typically not, as it is typically index guided. The event was originally considered non-reportable, however, biosense webster, inc. (Bwi) became aware of char/coagulum being excessive on 15-apr-2024. Therefore, the event was reassessed as reportable with an awareness date of 15-apr-2024.